Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated no surgical intervention was scheduled to date. The cause of the event was undetermined. The status of the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported the serial number and implant date of the pump were unknown. The programmed daily dose at the time of the event was unknown. Surgical intervention was not planned, and no further actions/interventions were required. The patient was fine. Patient details were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018; (B)(4) (for, hcp, rep): information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient presented to the hospital with a suspected morphine overdose. The hcp decreased the daily dose to minimum rate. The patient was currently doing fine. The hcp would like to reduce the drug concentration from 20mg/ml to 2.5mg/ml and increase daily dose from minimum rate (0.124mg/day) to 0.138mg/day. Technical services were contacted to proceed with programming due to limitations with the clinician programmer. As of (B)(6) 2018 it was unknown if the issue was resolved. Surgical intervention was planned.